Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) to treat elevated blood glucose (bg) levels in (B)(6) 2016; however, no specific values or event dates were provided. While in the ER, customer was treated with intravenous saline and insulin. Customer was released from the ER later that day.